Event description:
It was initially reported that when the tc was at the office during the pt's appointment, they interrogated the device and it showed 20 magnet activations at the same time in the software; however, the pt reportedly never uses her magnet at all. The tc claimed that the pt can feel normal stimulation, and magnet stimulation is even more intense, giving the pt a choking sensation during magnet activations. The pt's current settings are 1.5ma/30hz/130us/30sec on/1.8min off/1.75ma/60sec on/500us. The diagnostics performed were within normal limits (sys ok/ok/2/no). The pt indicated that there has been no choking sensations, aside from the known magnet activation. The pt denies that she was around other type of magnet or electromagnetic source that could have caused an accidental activation. The physician indicated that he would also be referring the pt for prophylactic generator revision in the future. Review of programming history revealed that the generator's total operating time rolled over in 2010 (>61,000 hours). Further MFR investigation has determined that the root cause for the magnet activations being displayed as multiple dates/times per row is due to the local array (B)(4) being mis-declared as static variable, however, the trigger for this event has been identified to be the result of the generator's total operating time rolling over. The event will be corrected once 15 magnet activations have registered following the total operating time rollover.